Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at 0.7989 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that at last adjustment (B)(6) 2018, she felt drowsy and nauseous and dizzy. Patient had this sensation every day since then. Patient met with the healthcare professional (hcp) and the hcp told the patient she may have reached "her maximum" for what she could tolerate for morphine- the hcp was going to add bupivacaine in the pump at a later date. She was not getting the pain benefit that she expected or needed since implant (B)(6) 2018. She was in a lot of pain when she was standing since implant (B)(6) 2018- patient stated that sitting was better and laying was best for her pain levels. No further complications were reported. Additional information from the consumer was received on (B)(6) 2019. It was reported that the patient was overdosed by the pump or the catheter a month or two after implant, "like (B)(6) 2018". The patient felt that the pump was not working right. According to the patient, their hcp had decreased the morphine and added bupivacaine but it didn't help with the pain. The patient reported that they went into the hospital sometime in (B)(6) 2018 and they turned off the pump. The patient's overdose symptoms were considered sudden. No troubleshooting was performed prior to the report. No out of box failures or medical/therapy problems associated with small parts were reported. No further complications were reported.